Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the information reviewed, a cause for the reported heart failure cannot be determined. The reported patient effect of heart failure, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Dates estimated the clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report post mitraclip procedure, heart failure and re-hospitalization occurred. It was reported through a research article, identifying the mitraclip device which maybe related to patient death, heart failure and re-hospitalization. Details are listed in the attached article, titled pathophysiologic mechanisms of subvalvular repair and its clinical implications. No additional information was provided.